Event description:
It was reported that the gastrointestinal videoscope had a noisy image during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 and foreign object inside the nozzle. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause of customer allegation could not be identified. Additionally, most probable cause of foreign object inside the nozzle was not established and most probable cause of b30 (scope communication error) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.